Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/d11: concomitant medical products: concomitant product: egia45ctav - egia45ctav egia 45 curved vascular sulu, lot# n1f0533y sigadaptxl - sig power sigadaptxl linear xl adapter, serial# (B)(6) sigphandle - sig power sigphandle handle, serial# unknown sigmret - sig power sigmret manual retract tool, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a robotic laparoscopic lobectomy, the jaws of the device was locked on the artery. Troubleshooting was performed but the issue was not resolved. The rod was disconnected and connect again. Both green buttons were pressed to reset the device. The manual retraction tool also did not work. The manual retraction tool broke in an attempt to open the reload. The medical team tried to unlock it for more than 30 minutes. The robotic surgery was converted to open surgery to remove the stapler.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached. The attached reload was clamped and tissue was present between the jaws. The unload switch was at the home position. Functional testing found that the unload switch was depressed multiple times and showed no hang-ups or sluggishness. The reload was able to be removed from the adapter without difficulty and while still clamped. After the reload was removed, the firing rod was observed to be in home position and damaged. The adapter was then connected to the an adapter black box running a gen2 acc software and the strain gauge was responsive. The adapter had procedures remaining. The adapter was connected to an a handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the jaws of the device was locked on the artery. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged firing rod. A visual evaluation of the unit and confirmed damage to the firing the rod tip. The damage consists of severe wear marks and scratches. The most likely cause could not be established from the information available. Another unreported condition was identified: articulation calibration errors. Functional testing found, when the data saved to the adapter was evaluated, that there were articulation calibration errors noted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.